Manufacturer narrative:
(B)(4) date sent to the FDA: 06/02/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the product/sample returned for evaluation? If so, please provide tracking information and shipping date. What is the product code and lot number?

Event description:
It was reported that the patient underwent a dental surgical procedure in (B)(6) 2015 and suture was used. During the procedure, detachment of the thread from the needle occurred. There were no patient consequences reported. Additional information has been requested.